Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the plastic distal end cover. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned, and the evaluation found the plastic distal end cover had foreign residue that remained from previous procedures. The reported fault was likely a result of insufficient reprocessing. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did confirm they¿ve presoaked the endoscope in detergent solution, umonium 38 laboratoire huckert's. The device surface was scrubbed/brushed during the manual cleaning phase. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign material at plastic distal end cover was due to physical damage confirmed at where the foreign material was remained. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.